Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance suddenly became worse in (B)(6) 2018. No accident, trauma or health problems were reported. The external devices were checked and were working well. After re-programming and a month of observation, his hearing didn't improve. The recipient was re-implanted

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipients had a sudden worsening of hearing performance in (B)(6) 2018. No accident or trauma was reported. The external devices was checked and working well. After re-programming and a month of observation, his hearing didn't improve. User was re-implanted on (B)(6) 2018. Surgery went well and new device is working wihin specifications.